Event description:
It was reported that patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: during a lap chole, the 5mm 30 degree laparoscope became hot to the touch and following the procedure a mark was left on the patients stomach from where the laparoscope had made contact. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the scope was allowed to come into contact with the patient skin after extended use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that patient was burned.